Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During implant of the right ventricular lead, crosstalk was observed. The sensed signal was coming from the atrial lead. The physician attempted to reposition the atrial lead but was unsuccessful. A new atrial lead was implanted. Patient was stable post procedure.